Event description:
Medics responded to a medical call for a complaint of dizziness. Reportedly, when the nibp key was pressed, the device lost power. A back up device was made available with 2 new batteries and care to the pt was continued. The reporter stated there were no adverse affects to the pt as a result of device operation. The reporter indicated the device is tested each morning as part of a shift check, the batteries showed 4 bars on the battery status indicator at that time. The reporter indicated the batteries each showed 1 bar when checked after the call.